Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump was dropped. The customer was assisted with troubleshooting and display did not returned back. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, no blank display or audio/beep anomaly noted. However, device gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to full segment display.